Event description:
The abiomed field service representative was performing preventive maintenance on the automated impella controller (aic) when a system error occurred after successfully uploading software version 12.1.1. Upon rebooting the aic, another system error was triggering. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.